Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant the patient had a suspected right ventricular (rv) lead perforation. The lead had increased thresholds, decreased impedance, and diminished p-waves. The perforation caused cardiac tamponade with syncope and hypotension. The patient was admitted to the intensive care unit (ICU) with drainage of pericardial blood. The lead is scheduled to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.